Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The latch to close the lid had broken off, which caused that the lid could not be closed, and that the device could not be powered on. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the latch to close the lid on the customer's device was broken off. The lid of the device could therefore not be closed, and the device could not be powered on. There was no patient use associated with the reported event.